Event description:
It was reported that the patient was experiencing severe pain at the bra-line and wrapped around, therefore due to the lead. Troubleshooting took place where therapy was adjusted. Upon further investigation the lead had migrated, which was confirmed via imaging. Surgical intervention took place on (B)(6) 2024 where the lead was repositioned to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.